Manufacturer narrative:
(B)(4).

Event description:
The service report shows that 840 ventilator lost communications. The malfunction did not occur during patient use. The covidien customer support engineer (cse) inspected the device and the cse replaced the graphic user interface (gui) printed circuit board assembly (pcba) and backlight inverter printed circuit board (pcb). The unit passed extended self-testing.